Event description:
It was reported to philips that the system could not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, vascular diagnosis procedure was being performed when the issue occurred. The procedure was aborted and moved the patient to another room for procedure completion. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting. The review of system logfiles showed host pc boot up error. Upon troubleshooting, the fse identified the issue with os disk of host pc, since the os disk of the host pc has a clear read error, which was causing the arm and table to stop working. To resolve the issue, the fse replaced the os disk and reinstalled the software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.